Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to be in fair condition, bottom tamper seal broken, damaged mr label and serial label, and battery door is cracked. Customer's complaint of motor not running on occlusion test was verified. Service found the main board sitting on top of the extrusion instead of in the grove during proper installation. Service reassembled the main board, clean and greased the whole motor assembly, replaced labels, replaced battery door, greased and calibrated the pump, and performed all testing. The problem source is customer induced board issue.

Event description:
It was reported that the device motor "was having issues running" and loud motor noise was noticed. No known adverse effects to patient.